Manufacturer narrative:
A field service engineer (fse) contacted the customer regarding the reported issue. The customer tried two different instruments on arm 3 of the patient cart with no issue. Customer did two procedures without any issues on arm 3. The customer felt it may have been a bad drape. No site visit was conducted. The system was working properly and no additional action was required. A log review was performed. Per the review, the following was confirmed: system (B)(4), event date (B)(6) 2022. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to not being able to control the instrument on arm 3 of the patient cart. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a customer contacted tech support during a procedure to report that they could not control the instrument on arm 3 of the patient cart. The customer stated that they already tried a second stapler 45 instrument and another type of instrument, but the issue remained. The technical service engineer (tse) viewed system event logs but found no related entries. The tse asked the caller if they were able to control instruments on arm4 and it was confirmed that they were. The tse asked the caller to reseat the sterile adapter but the issue remained. The tse then asked the caller to press the emergency stop button then immediately recover. The customer did so but the issue persisted. The customer also tried controlling arm 3 from the other surgeon side console but issue remained. Tse then recommended the caller power cycle the system. System was power cycled and instrument installed but site still was unable to control arm 3. The tse asked the customer if they were able to move arm 4 into arm 3's place and surgeon stated no. The surgeon decided to convert the procedure to laparoscopy. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.